Event description:
Pt reported that she has experienced hyperglycemia of up to 24 mmol/l (432 mg/dl) over the past (B)(6) weeks and there is insulin in the cartridge compartment of the infusion device. No error messages were received on the infusion device, and the correct basal rate profile is selected. Pt reported she does not trust the infusion device is functioning or providing error messages correctly. The infusion device was replaced and requested for eval. Pt then called to report hyperglycemia, air bubbles in the system, and insulin in the cartridge compartment while using the replacement infusion device. Pt reported that she had been hospitalized for a non-diabetes related event and was on "strong pain killing medication." Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.